Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting and cleaning the face plate and back plate; inspecting and cleaning the diaphragm; disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. Suction did not improve following troubleshooting. The customer was sent a replacement pump. In follow up with a complaint handler on (B)(6) 2018, the customer indicated that her doctor prescribed an antibiotic to treat the mastitis, which was improving as a result. She alleged that the replacement pump was still not emptying her breasts all of the way, so she contacted her local (B)(6) office, who provided her with a hospital-grade lactina breast pump. The customer indicated that she has been struggling with pumping since my son was born, due to an oversupply of milk, which the doctor indicated was the cause of the mastitis. She reported that after using the lactina, she has finally had relief for the first time in four months. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela llc that the replacement pump in style breast pump, which she received from a previous complaint, has low suction. The customer alleged that she has had mastitis twice because she has not been drained all of the way, she has seen a doctor and was prescribed an antibiotic.